Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the home monitor could not communicate with the back office since (B)(6) 2022.

Manufacturer narrative:
Upon reception, the subject home monitor was tested and the reported behavior could not be reproduced: the device was paired with a test implant and data was successfully sent to the back office. - the reported behavior could have resulted from the device being disconnected from the mains. Based on available information, no anomaly is suspected on the subject device.

Event description:
Reportedly, the home monitor could not communicate with the back office since on (B)(6) 2022.

Manufacturer narrative:
Preliminary analysis revealed a normal device functioning.

Event description:
Reportedly, the home monitor could not communicate with the back office since 25 february 2022. Preliminary analysis revealed a normal device functioning.